Event description:
It was reported the customer had several bent cannulas on their infusion set. Customer stated their blood glucose would range from 200 mg/dl and 400 mg/dl due to their bent cannulas. The customer also reported air bubbles in their reservoir. Customer stated the air bubbles were smaller than a pea. Troubleshooting did not occur for the air bubbles as the customer had already resolved the air bubbles. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.